Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed metal gouging found at the inside of the outer tube just distal of the distal aspiration hole. Gouging was found on the same side of the hood and no gouging was found at the opposite side of the outer tube. This type of event is typically caused when end user applies excessive force on the device during use. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during use the device was producing metal shavings. The hand piece was being run at 8000 rpms in reverse mode. The surgeon did not switch the device out but used this item to complete the case. The surgeon used the suction from the shaver hand piece in an attempt to remove the metal shavings. It was reported that some fragments remained in the joint space. The procedure was a upper subacromial decompression. No specific patient information was reported. The case ended well with the patient in stable condition.